Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted in approx. 2006, with construct, t6 ¿ s1. Pt experienced pain and returned to surgeon on an unk date. Pt returned to operating room on (B)(6) 2012. Surgeon found a cyst at cross link at t-8 ¿ t10. Surgeon removed the hardware and the cyst; the area was cleaned. During removal surgeon discovered a compression fracture at t5. No new hardware was implanted. Surgeon noted the pt is feeling better. Hospital may keep the product due to possible infection. This is 51 of 52 reports.